Event description:
It was reported that the patient developed hematoma and pocket infection at the implant site. The system was explanted. The patient¿s condition was good before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.